Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11jan2017. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists right heart failure as an adverse event that may be associated with the use of the hm3 lvas. A direct correlation between the reported right heart failure and heartmate 3 left ventricular assist system (hm3 lvas) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. The patient was found unresponsive by a family member with a disconnected driveline, and subsequently expired in (B)(6) 2021 (MFR # 2916596-2021-02235) . No autopsy was performed. Hm3 lvas, serial number (B)(6) was not explanted for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a history of right heart failure (rhf) and ventricular tachycardia. The ventricular arrhythmias were noted to have been present prior to implant of the ventricular assist device (vad). The rhf was stated to have started following vad implant. Documentation of rhf began on (B)(6) 2019. The patient continued to experience rhf which was noted to be in junctional rhythm. The device operated as expected.